Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was to be used for treatment of severely calcified, moderately tortuous, 90% stenosed lesion in the mid left anterior descending artery (lad). A 6f guiding catheter was used for intravascular ultrasound (ivus) observation which revealed eccentric severe calcification. An unspecified guide wire was exchanged for a viperwire advance coronary guide wire with flex tip. The oad was advanced to the lesion using glideassist mode. The viperwire, which had been advanced to the distal lad, migrated proximally. To advance the viperwire back to the distal lad, the oad was temporarily removed, the viperwire was manipulated and advanced distally again, and the oad was reinserted. While attempting to retract the viperwire it became stuck in the oad. Since glideassist was used during oad removal, it was suspected that the oad and the tip of the viperwire came into contact, causing them to get stuck. A second operator was holding the viperwire during removal. The oad and the viperwire were removed together without further complications. There was no physical damage observed on the oad driveshaft but the viperwire tip was observed to have fractured. It is believed the fracture occurred while removing the stuck oad and the viperwire from the patient anatomy using glideassist. All oad and viperwire components were removed from the patient. A new oad and new viperwire were used to continue. After atherectomy, a drug-eluting stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Patient information is unknown and not available due to patient privacy laws in japan. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported device damaged by another device, material separation, unintended system movement and difficult to remove appears to be related to operational context. In this case, it is possible that the device damaged by another device, material separation, unintended system movement and difficult to remove is due to device placement or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.